Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs inspected reservoirs, snap-cap, and septums for anomalies. None were found. Failure analysis ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion sets, installed reservoirs and connectors into a 7xx pump. Performed infusion sets, installed reservoirs and connectors into a 7xxpump, performed catheter tips. Conclusion: reservoirs not occluded and not leakage.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 303 m/gdl. The customer was able to treat their blood glucose with a bolus. Troubleshooting found the customer had a bent cannula on the infusion set. It was also found the customer experienced fluctuating blood glucose. Customer's blood glucose ranged from 51 mg/dl to 235 mg/dl. Troubleshooting found the insulin pump passed a high pressure test. The customer also reported their blood glucose declining to 50 mg/dl. Customer treated their blood glucose with honey and fruits. Customer also reported a possible air bubble in their tubing. Customer's last known blood glucose was 119 mg/dl. The customer agreed to return the reservoir for analysis.